Manufacturer narrative:
Additional information provided by the customer indicated the issue to be evaluated for a sample integrity issue. This issue is no longer related to correction and removal 3002809144-9/15/10-001-c.

Manufacturer narrative:
(B)(4). An evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customer with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. New customers will receive the information in the form of a product information letter distributed with the product.

Event description:
The customer stated that one patient sample generated a higher than expected result of more than 100 ug/ml for the architect vancomycin assay. The customer then sent two samples from the same patient to a reference lab where the two samples were tested on the axsym method and expected results of 15.7 and 10.7 ug/ml were generated. No impact to patient management was reported.